Manufacturer narrative:
Event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the lead was unable to be fixed into the implantable cardioverter defibrillator (ICD)ïnnector after several attempts. The ICD was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.